Manufacturer narrative:
Other text: b3: date of event unknown. One infusion pump was received for evaluation. Visual inspection found crack on right plunger case and bottom case. Event history log shows "check clutch plunger lever error", and was also found/duplicated during the occlusion test. The cause of the reported issue is a combination of lead screw and both clutch halves being old, dirty and worn out due to normal wear. Repairs done to correct issue were replace lead screw and both clutch halves. Performed preventive maintenance and all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: updated: health effects - clinical signs and symptoms or conditions and health effects - health impact.

Event description:
It was reported that the unit alarmed "travel reverse error" while in use. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.